Manufacturer narrative:
The device was returned to a third party service center and an evaluation confirmed the reported complaint. The device was dismantled and power socket refitted to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. An investigation determined that there was no fault found with the device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a battery with a reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.